Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. Customer stated that low blood glucose occurred due to they gave them self too much insulin from having a snack. Customer was treated the low blood glucose with a bunch of fruit and carbohydrates. Customer stated they believe that they put in too much insulin for a snack which cause them to drop so low. The device will not be returned for analysis.